Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. The deliver device was returned outside the loading device. There was blood in and on the delivery tube and the delivery device. The slide lock on the delivery device was disengaged and the plunger was completely depressed. The seal or the tension spring assembly were not returned. The delivery tube was not able to be measured because of the presence of the blood inside the tube. The presence of blood inside the tube indicate that an attempt was made to deploy the seal into the aorta. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to deploy". It was mentioned by the account manager that the users of the device are infrequent users and thus a training was scheduled for the staff and the surgeons to make them comfortable with the IFU.